Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had shut off without a low battery alert for the last couple of days. She also stated that she dropped the device and the battery cap and battery came out. She received a battery out limit and the display went blank and continued to push esc and act until it came back on. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded but the spring seems flatter than usual. Blood glucose value was 199 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a battery tube connector not plugged in properly. Unable to verify the failed battery test, battery out limit, or weak battery alarms due to the blank display. The pump had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.